Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to patient no longer using the device and was patients choice to explant. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:(B)(4). Model: sc-2218-50. Serial: (B)(6). Batch: 21534249/21534249.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.